Event description:
It was reported that the patient presented to the hospital for a generator changeout procedure. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch episodes. Programming changes were made. The patient was in stable condition.